Manufacturer narrative:
(B)(4)

Event description:
Additional information found it was further reported device removed completely and cultures showed (B)(6) infection was present. It was further reported the patient stated she felt better since device was removed.

Event description:
It was reported the patient had a lot of pain to the left of the lead location that started on (B)(6) 2013. It was noted the patient had pain at the left side lead location. The reporter stated they advised the patient to see their healthcare professional (hcp). It was noted that on (B)(6) 2013 the patient had a fever and they believed they had an infection at the lead site. It was further noted the patient¿s hcp would not prescribe medication without being seen. The reporter stated the patient¿s mother was taking the patient to the emergency room for antibiotics. Additional information received reported the patient¿s blood work done in the ER did not show an infection. It was noted that due to the fever the patient was prescribed antibiotics. It was further noted the cause of the fever was unknown at the time of this report. The reporter stated the emergency room hcp reported this information to the patient¿s hcp and they would follow up for more information. It was noted the patient had an appointment with their hcp scheduled on (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
It was reported that the patient had the device removed 11 months ago. It was noted that the device was removed due to doctor's error.